Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female ") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dysgeusia ("metallic taste in her mouth"). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysgeusia outcome was unknown. The reporter considered abdominal pain, dysgeusia, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: or about (B)(6) 2017, plaintiff underwent a diagnostic laparoscopy, extensive lysis of omental adhesions, laparoscopic removal of right essure. On or about (B)(6), pl aintiff underwent a laparoscopy, lysis of omental adhesions, complete left salpingectomy, hysteroscopy, dilation, and novasure endometrial ablation. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain female"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding") and device dislocation ("malposition of essure device") in a 38-year-old female patient who had essure (batch no. 806702) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colitis, kidney stones, hypoglycemia, polycystic ovaries, testosterone increased, tooth impacted, dysfunctional uterine bleeding, obesity, ovarian cyst, termination of pregnancy - elective, adhesions nos postoperative, hypercholesteremia, grand multiparity and ectopic pregnancy. Concurrent conditions included stress urinary incontinence, hot flashes, night sweats, back pain, depression, anxiety, hyperlipidemia, gastroesophageal reflux disease, calculus of kidney, smoker, muscle spasm and uterine bleeding. Concomitant products included aripiprazole (abilify) and ezetimibe (zetia) for hypercholesterolemia and bipolar disorder and amlodipine (norvasc) for hypertension. On (B)(6)2011, the patient had essure inserted. In february 2011, the patient experienced device dislocation (seriousness criterion medically significant). In october 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysgeusia ("metallic taste in her mouth"), nausea ("nausea"), tooth disorder ("dental problems"), alopecia ("hair loss") and weight fluctuation ("weight gain/ loss"). The patient was treated with surgery (unilateral salpingectomy¿complete left salpingectomy, removal of left essure coil), surgery (novasure endometrial ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain had not resolved, the vaginal haemorrhage, menorrhagia, device dislocation, tooth disorder, alopecia and weight fluctuation outcome was unknown and the genital haemorrhage, abdominal pain, dysgeusia and nausea had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysgeusia, genital haemorrhage, menorrhagia, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: or about february 10, 2017, plaintiff underwent a diagnostic laparoscopy, extensive lysis of omental adhesions, laparoscopic removal of right essure. On or about august 14,plaintiff underwent a laparoscopy, lysis of omental adhesions, complete left salpingectomy, hysteroscopy, dilation, and novasure endometrial ablation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion pathology test - on (B)(6)2017: fallopian tube with complete cross section ultrasound scan - on 16-may-2011: evidence for successful tubal ligation; on (B)(6)2016: essure bilaterally on 2016 ultrasound performed having result the right ischial device does not definitely extend to the ovary and the right device is still in the endometrium. * on (B)(6)2017 pathology test performed having result left fallopian tube, salpingectomy: fallopian tube with complete cross section and paratubal cyst. * on (B)(6) 2016 hsg performed having result total bilateral occlusion; malposition of essure device; right device is still in the endometrium. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain, menorrhagia. . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device/ malposition of essure device: location of device: uterine cavity/ migration of essure device location of device: uterine cavity /displaced essure coil/bilateral essure devices are in place in the pelvis'), embedded device ('essure coil embedded in the mesosalpinx above the utero-ovarian ligament and a portion of it embedded in the cornua of the uterus'), device dislocation ('the left essure device extends to the ovary'), pelvic pain ('pelvic pain female/ pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding/ abnormal bleeding (general)') and peritoneal adhesions ('adhesions/ omential adhesions') in a 38-year-old female patient who had essure (batch no. 806702) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnant in 2007, colitis, kidney stones, hypoglycemia, polycystic ovaries, testosterone increased, tooth impacted, dysfunctional uterine bleeding, obesity, ovarian cyst, termination of pregnancy - elective, adhesions nos postoperative, hypercholesteremia, grand multiparity, ectopic pregnancy, pelvic pain, weight gain, menstrual disorder, bipolar disorder, spotting vaginal, parity 2, hypercholesterolemia, uterine bleeding, dysuria, bipolar disorder, obesity, gerd, paratubal cyst, fall, crying, paranoia, post-traumatic stress disorder, psychiatric disorder nos, tearfulness, agitated and right upper quadrant pain. She denies any vaginal discharge or itching. She denies any nausea or vomiting. She is doing well. Denies any pelvic pain. (B)(6) 2017: pathology test: gross description: received fresh labeled right essure coil is a 5.1 x up to 0.2 cm partially straightened partially coiled silver colored metal wire consistent with an essure device. Gross only. Previously administered products included for an unreported indication: provera. Concurrent conditions included stress urinary incontinence, hot flashes, night sweats, back pain, depression, anxiety, hyperlipidemia, gastroesophageal reflux disease, calculus of kidney, smoker, muscle spasm, uterine bleeding, hypertension, constipation, rectal bleeding, change in bowel habits, blood in stool, uterine bleeding, flank pain, vomiting and diarrhea. Concomitant products included aripiprazole (abilify) and ezetimibe (zetia) for hypercholesterolemia and bipolar disorder, amlodipine besilate (norvasc) for hypertension as well as esomeprazole sodium (nexium) and lamotrigine (lamictal). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced adnexa uteri cyst ("paratubal cyst"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), peritoneal adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight gain/ loss"), abdominal pain lower ("cramping") and complication of device insertion ("the catheter was advanced into right tubal ostia, just a slight amount after the lip of the catheter placed, it had gotten attached to some of the tissue and could not be advanced or removed"). The patient was treated with surgery (novasure endometrial ablation, hysteroscopy and dilatation, novasure endometrial ablation., unilateral salpingectomy complete left salpingectomy, laparoscopic removal of right coil, hysterectom, unilateral salpingectomycomplete left salpingectomy, laparoscopic removal of right coil,hysterectomy and extensive lysis). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, device dislocation, peritoneal adhesions, tooth disorder, weight fluctuation, adnexa uteri cyst, abdominal pain lower and complication of device insertion outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, dysgeusia, nausea, alopecia and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, complication of device insertion, device dislocation, device expulsion, dysgeusia, embedded device, genital haemorrhage, menorrhagia, nausea, pelvic pain, peritoneal adhesions, tooth disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: or about (B)(6) 2017, plaintiff underwent a diagnostic laparoscopy, extensive lysis of omental adhesions, laparoscopic removal of right essure. On or about august 14,plaintiff underwent a laparoscopy, lysis of omental adhesions, complete left salpingectomy, hysteroscopy, dilation, and novasure endometrial ablation. Current weight 201 lbs. She discussed that she had no right fallopian tube. At the end of the essure tubal ligation procedure, the right tubal ostia contained three visible coils. The left tubal ostia contained 16 visible coils. The cornua of the left uterus were noted to have something sticking to it, most likely a portion of the essure coil which did not go through the entire left fallopian tube. Discrepancy to be noted in essure removal date as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: there is no evidence of filling of the fallopian tubes bilaterally. Evidence for successful tubal ligation; on (B)(6) 2016: results: total bilateral occlusion. Malposition of essure device; right device is still in the endometrium.. Pathology test - on (B)(6) 2017: results: foreign body, right essure coil, removal: coil. Having result left fallopian tube, salpingectomy: fallopian tube with complete cross section and paratubal cyst.; on (B)(6) 2017: results: fallopian tube with complete cross section. Ultrasound scan - on an unknown date: right ischial coil was the one that was displaced in the endometrial cavity.; on (B)(6) 2011: results: evidence for successful tubal ligation; on (B)(6) 2016: results: essure bilaterally. The right ischial device does not definitely extend to the ovary and the right device is still in the endometrium.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record pelvic pain, menorrhagia, vaginal bleeding, left lower quadrant pain ,abdominal pain, abdominal pain lower . Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device, fallopian tube spasm, the left essure device extends to the ovary and complication of device insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: mr received. Reporter information were added. Lab data and medical history were added. Event : the left essure device extends to the ovary was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device/ malposition of essure device: location of device: uterine cavity/ migration of essure device location of device: uterine cavity /displaced essure coil/bilateral essure devices are in place in the pelvis"), embedded device ("essure coil embedded in the mesosalpinx above the utero-ovarian ligament and a portion of it embedded in the cornua of the uterus"), pelvic pain ("pelvic pain female/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and peritoneal adhesions ("adhesions/ omential adhesions") in a 38-year-old female patient who had essure (batch no. 806702) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colitis, kidney stones, hypoglycemia, polycystic ovaries, testosterone increased, tooth impacted, dysfunctional uterine bleeding, obesity, ovarian cyst, termination of pregnancy - elective, adhesions nos postoperative, hypercholesteremia, grand multiparity, ectopic pregnancy, pelvic pain, weight gain, menstrual disorder, bipolar disorder, spotting vaginal, parity 2, hypercholesterolemia, uterine bleeding, dysuria, bipolar disorder, obesity, gerd, paratubal cyst, fall, crying, pregnant in 2007, paranoia, post-traumatic stress disorder, psychiatric disorder nos, tearfulness and agitated. She denies any vaginal discharge or itching. She denies any nausea or vomiting. She is doing well. Denies any pelvic pain. (B)(6) 2017: pathology test: gross description: received fresh labeled right essure coil is a 5.1 x up to 0.2 cm partially straightened partially coiled silver colored metal wire consistent with an essure device. Gross only. Previously administered products included for an unreported indication: provera. Concurrent conditions included stress urinary incontinence, hot flashes, night sweats, back pain, depression, anxiety, hyperlipidemia, gastroesophageal reflux disease, calculus of kidney, smoker, muscle spasm, uterine bleeding, hypertension, constipation, rectal bleeding, change in bowel habits, blood in stool, uterine bleeding, flank pain, vomiting and diarrhea. Concomitant products included aripiprazole (abilify) and ezetimibe (zetia) for hypercholesterolemia and bipolar disorder, amlodipine besilate (norvasc) for hypertension as well as esomeprazole sodium (nexium) and lamotrigine (lamictal). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced adnexa uteri cyst ("paratubal cyst"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), peritoneal adhesions (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight gain/ loss"), abdominal pain lower ("cramping") and complication of device insertion ("the catheter was advanced into right tubal ostia, just a slight amount after the lip of the catheter placed, it had gotten attached to some of the tissue and could not be advanced or removed"). The patient was treated with surgery (novasure endometrial ablation, hysteroscopy and dilitation, novasure endometrial ablation., unilateral salpingectomycomplete left salpingectomy, laparoscopic removal of right coil, hysterectom and extensive lysis). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, embedded device, peritoneal adhesions, tooth disorder, weight fluctuation, adnexa uteri cyst, abdominal pain lower and complication of device insertion outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, dysgeusia, nausea, alopecia and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, complication of device insertion, device expulsion, dysgeusia, embedded device, genital haemorrhage, menorrhagia, nausea, pelvic pain, peritoneal adhesions, tooth disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: or about (B)(6) 2017, plaintiff underwent a diagnostic laparoscopy, extensive lysis of omental adhesions, laparoscopic removal of right essure. On or about august 14,plaintiff underwent a laparoscopy, lysis of omental adhesions, complete left salpingectomy, hysteroscopy, dilation, and novasure endometrial ablation. Current weight (B)(6) . She discussed that she had no right fallopian tube. At the end of the essure tubal ligation procedure, the right tubal ostia contained three visible coils. The left tubal ostia contained 16 visible coils. The cornua of the left uterus were noted to have something sticking to it, most likely a portion of the essure coil which did not go through the entire left fallopian tube. Discrepancy to be noted in essure removal date as (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Malposition of essure device; right device is still in the endometrium.. Pathology test - on (B)(6) 2017: results: foreign body, right essure coil, removal: coil. Having result left fallopian tube, salpingectomy: fallopian tube with complete cross section and paratubal cyst.; on (B)(6) 2017: results: fallopian tube with complete cross section. Ultrasound scan - on an unknown date: right ischial coil was the one that was displaced in the endometrial cavity.; on (B)(6) 2011: results: evidence for successful tubal ligation; on (B)(6) 2016: results: essure bilaterally. The right ischial device does not definitely extend to the ovary and the right device is still in the endometrium.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record pelvic pain, menorrhagia, vaginal bleeding, left lower quadrant pain ,abdominal pain. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device, fallopian tube spasm and complication of device insertion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received: events: embedded device was added. Reporters were added. Patients race information was added. Medical history were added. Reporter causality comments were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device/ malposition of essure device: location of device: uterine cavity/ migration of essure device location of device: uterine cavity"), pelvic pain ("pelvic pain female/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and peritoneal adhesions ("adhesions/ omential adhesions") in a 38-year-old female patient who had essure (batch no. 806702) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colitis, kidney stones, hypoglycemia, polycystic ovaries, testosterone increased, tooth impacted, dysfunctional uterine bleeding, obesity, ovarian cyst, termination of pregnancy - elective, adhesions nos postoperative, hypercholesteremia, grand multiparity, ectopic pregnancy, pelvic pain, weight gain, menstrual disorder and bipolar disorder. Previously administered products included for an unreported indication: provera. Concurrent conditions included stress urinary incontinence, hot flashes, night sweats, back pain, depression, anxiety, hyperlipidemia, gastroesophageal reflux disease, calculus of kidney, smoker, muscle spasm, uterine bleeding and hypertension. Concomitant products included aripiprazole (abilify) and ezetimibe (zetia) for hypercholesterolemia and bipolar disorder, amlodipine besilate (norvasc) for hypertension as well as esomeprazole sodium (nexium) and lamotrigine (lamictal). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In september 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced nausea ("nausea"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In june 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced adnexa uteri cyst ("paratubal cyst"). On an unknown date, the patient experienced peritoneal adhesions (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight gain/ loss"), the second episode of abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (novasure endometrial ablation, hysteroscopy and dilitation, novasure endometrial ablation., salpingectomy (one side removal of fallopian tube), unilateral salpingectomy¿complete left salpingectomy, removal of left essure coil and extensive lysis). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, tooth disorder, weight fluctuation, adnexa uteri cyst and abdominal pain lower outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, dysgeusia, nausea, alopecia, weight increased and the last episode of abdominal pain had resolved. The reporter considered abdominal pain lower, adnexa uteri cyst, alopecia, device expulsion, dysgeusia, genital haemorrhage, menorrhagia, nausea, pelvic pain, peritoneal adhesions, tooth disorder, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: or about (B)(6) 2017, plaintiff underwent a diagnostic laparoscopy, extensive lysis of omental adhesions, laparoscopic removal of right essure. On or about august 14,plaintiff underwent a laparoscopy, lysis of omental adhesions, complete left salpingectomy, hysteroscopy, dilation, and novasure endometrial ablation. Current weight 201 lbs. She discussed that she had no right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: results: fallopian tube with complete cross section. Ultrasound scan - on (B)(6) 2011: results: evidence for successful tubal ligation; on (B)(6) 2016: results: essure bilaterally. On (B)(6) 2016 ultrasound performed having result the right ischial device does not definitely extend to the ovary and the right device is still in the endometrium. On (B)(6) 2017 pathology test performed having result left fallopian tube, salpingectomy: fallopian tube with complete cross section and paratubal cyst. On (B)(6) 2016 hsg performed having result total bilateral occlusion; malposition of essure device; right device is still in the endometrium. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfsa received. Events added: weight gain, adhesions, paratubal cyst, abdominal pain, cramping. Preferred term of event malposition of essure device was updated from device dislocation to device expulsion. Outcome of events were updated. Reporter's information, historical conditions, historical drug, concomitant diseases, concomitant drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain female"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding") and device dislocation ("malposition of essure device") in a 38-year-old female patient who had essure (batch no. 806702) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colitis, kidney stones, hypoglycemia, polycystic ovaries, testosterone increased, tooth impacted, dysfunctional uterine bleeding, obesity, ovarian cyst, termination of pregnancy - elective, adhesions nos postoperative, hypercholesteremia, grand multiparity and ectopic pregnancy. Concurrent conditions included stress urinary incontinence, hot flashes, night sweats, back pain, depression, anxiety, hyperlipidemia, gastroesophageal reflux disease, calculus of kidney, smoker, muscle spasm and uterine bleeding. Concomitant products included aripiprazole (abilify) and ezetimibe (zetia) for hypercholesterolemia and bipolar disorder and amlodipine (norvasc) for hypertension. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysgeusia ("metallic taste in her mouth"), nausea ("nausea"), tooth disorder ("dental problems"), alopecia ("hair loss") and weight fluctuation ("weight gain/ loss"). The patient was treated with surgery (unilateral salpingectomy¿complete left salpingectomy, removal of left essure coil), surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had not resolved, the vaginal haemorrhage, menorrhagia, device dislocation, tooth disorder, alopecia and weight fluctuation outcome was unknown and the genital haemorrhage, abdominal pain, dysgeusia and nausea had resolved. The reporter considered abdominal pain, alopecia, device dislocation, dysgeusia, genital haemorrhage, menorrhagia, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: or about (B)(6) 2017, plaintiff underwent a diagnostic laparoscopy, extensive lysis of omental adhesions, laparoscopic removal of right essure. On or about (B)(6),plaintiff underwent a laparoscopy, lysis of omental adhesions, complete left salpingectomy, hysteroscopy, dilation, and novasure endometrial ablation . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2017: fallopian tube with complete cross section ultrasound scan - on (B)(6) 2011: evidence for successful tubal ligation; on 28-oct-2016: essure bilaterally . On (B)(6) 2016 ultrasound performed having result the right ischial device does not definitely extend to the ovary and the right device is still in the endometrium. On (B)(6) 2017 pathology test performed having result left fallopian tube, salpingectomy: fallopian tube with complete cross section and paratubal cyst. On (B)(6) 2016 hsg performed having result total bilateral occlusion; malposition of essure device; right device is still in the endometrium. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain, menorrhagia. . Most recent follow-up information incorporated above includes: on 13-jun-2018: from pfs "abnormal bleeding (vaginal, menorrhagia), dental problems, hair loss, hysterectomy (partial), malposition of the essure, nausea, weight fluctuation" are added. Outcome of event " abdominal pain, heavy bleeding, nausea, metal taste in her mouth" are recovering / resolving. Concomiatnt and historical condition are added from medical record. Concomitant drug are added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.